Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer experienced difficulty removing the pump from the case due to joint issues but successfully resolved the problem by following technical support's guidance to fill and load a new cartridge onto the pump. After resolving the issue, caller was assisted with placing the pump back in the case and was able to resume insulin delivery.